Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photo or physical samples were provided to support the investigation of the reported condition. A comprehensive review of the manufacturing history for lot 2408709, was conducted. This review did not reveal any deviations or non-conformances associated with the reported defect. Six retained samples were requested and subjected to visual inspection and leak testing was performed in accordance with established procedures. The visual inspection did not identify any damage to the syringe cylinders, and the leak test results did not replicate the reported issue. The product is subject to multiple quality inspections throughout the manufacturing process to ensure compliance with specifications and functional requirements. Based on the information currently available, no manufacturing-related root cause has been identified. The quality team will continue to monitor incoming complaints for this device and the reported condition to detect any potential emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: plastipak syringe 50 ml was leaking - large amounts of propofol leaked out of the plunger at the back of the syringe when it was used in the syringe pump. The patient was slightly sedated and was given a propofol 20 mg bolus from a 10 ml syringe that was drawn up and ready in case of an emergency. The anesthesiologist of the surgery was informed of the incident. The syringe was taken care of. During use.